Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 489 mg/dl. The customer reported that they treated high blood glucose level with manual injections. The customer was not confident in using the insulin pump due to the rattling sound. The insulin pump will not be returned for analysis.